Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported by customer that pt had this PICC inserted (B)(6) ,2020. On (B)(6) ,2023 it was noted that this PICC was mal positioned. New PICC placed with no issues. PICC removed by unit rn.